Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2014, [pt] was implanted with a cook celect vena cava filter. In (B)(6) of 2017, [pt] underwent a computed tomography (¿CT¿) scan of her abdomen and pelvis. The CT scan revealed that the cook filter struts had moved since the filter was placed, with several of the struts extending inferior vena cava and one perforating into her duodenum". Patient outcome: alleged "[pt] will require ongoing medical care and monitoring for the rest of her life. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting her ability to engage in activities of daily living".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the following allegations have been investigated: vc perf, embedded, tilt, limited mobility, anxiety/fear/emotional trauma, pain, disability/impairment and breathing problems. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava perforation does not change the previous investigation results for organ perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported limited mobility, anxiety/fear/emotional trauma, pain, disability/impairment, breathing problems are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right femoral vein due post pulmonary embolism. The patient alleges embedment, tilt, vena cava/organ perforation. The patient further alleges limited mobility, anxiety, fear, pain, disability/impairment, breathing problems and emotional trauma. (B)(6) 2017, per a report from computed tomography; ¿impression: infrarenal ivc filter without evidence of associated thrombus. Of note, prongs of the ivc filter extend beyond the confines of the vessel lumen.¿. (B)(6) 2017, per a report from computed tomography 2; ¿impressions: the filter is tilted anteriorly with its cone lying on the anterior wall of the ivc possibly embedded within it. The legs of the filter penetrated through the wall of the ivc into the pericaval/mesenteric fat. One of the legs is penetrated into the duodenum.¿.